Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the difference in sensor glucose vs. Blood glucose. The customer reported hypoglycemia treated with glucose. The event involved product(s) mmt-332a, mmt-1884, mmt-398a, mmt-7040a. Troubleshooting was performed for the sensor glucose vs. Blood glucose and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. Troubleshooting was performed for the low blood glucose and the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The blood glucose value was 150 mg/dl, the sensor glucose value was 210 mg/dl, and the difference in value between sensor glucose and blood glucose was 60 mg/dl. Which was not within the target range. The explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. It was unknown whether the customer would continue to use the device. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-398a. No product return is required for mmt-7040a.